Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a high drain 110 during drain ten on the homechoice. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The technical service representative (tsr) explained the alarm to the registered nurse (rn). The rn stated the patient had fluid over load so she had the patient use red bags. The tsr reviewed the programming with the rn. The tsr explained how the fluid could be retained during therapy. The rn stated they understand what happened. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The reported problem was verified during the event history log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. The reported condition was verified. The cause was determined to be a use error further specified as the total tidal ultra filtration removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.